Manufacturer narrative:
(B)(4). Method: only the expiratory limb of the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned expiratory limb was visually inspected and pressure tested. Results: visual inspection revealed a crack on the proximal connector on the expiratory limb. No damage was noted on the tubing. The pressure test showed that the expiratory limb was within specification. Conclusion: we are unable to determine what may have caused the damage noted on the returned expiratory limb. However, based on previous investigations the crack was most likely due to the connector coming into contact with a chemical resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after five days of use, which suggests that the subject breathing circuit was damaged after it was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in japan reported to a fisher & paykel healthcare (fph) representative that they found a crack on the connector of an rt265 infant dual heated evaqua2 breathing circuit after 5 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently enroute to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in japan reported to a fisher & paykel healthcare (fph) representative that they found a crack on the connector of an rt265 infant dual heated evaqua2 breathing circuit after 5 days of use. No patient consequence was reported.